Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5076-45 implantable pacing lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; addr01 pacemaker. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unabe to advance the superior vena cava coil on the first lead. The helix on the second lead attempted would not fully retract. A third lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsicallybreached due to a cut. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent and stretched.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.